Event description:
As reported by the user facility: I have a question regarding the easy pumps in the title of this email. We had a pt call in and complain that their easypump was infusing over 12 hours when it was supposed to be infusing over closer to 24 hours. To test the issue, I had my technicians fill up two of these pumps with water and I let them infuse into a bag. I did verify that they both infused over 12 hours. Are these pumps designed to infuse over 24 hours only if they are hooked up to a patients line (i.e. PICC line, hickman, piv etc.)? Or, should they still infuse over 24 hours with nothing hooked up to the easy pump? No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.